Manufacturer narrative:
The cobas 8000 - cobas e 602 module serial number was (B)(6). During the investigation, signs of leakage on the bottle of the reagent were observed. It was found that the reagent 2 (r2) of the affected kit had crystals. After disassembling the kit, it was found that the bottle mouth was broken. The kit was requested for additional investigation but was not available for shipment. The investigation was unable to determine the specific cause of the broken bottle.

Event description:
There was an allegation of questionable positive elecsys hbsag ii results from the cobas 8000 - cobas e 602 module. The repeat testing was performed on another reagent kit. Sample 1 initial result was 1.21 coi (reactive), and the repeat result was 0.526 coi (non-reactive). Sample 2 initial result was 1.16 coi (reactive), and the repeat result was 0.472 coi (non-reactive). Sample 3 initial result was 1.18 coi (reactive), and the repeat result was 0.469 coi (non-reactive). Sample 4 initial result was 1.14 coi (reactive), and the repeat result was 0.507 coi (non-reactive). Sample 5 initial result was 1.15 coi (reactive), and the repeat result was 0.482 coi (non-reactive).